Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# unknown, product type: accessory. (B)(6). Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found no significant anomaly.

Event description:
Information was received from a company representative and patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient had severe tremor, anxiety, increased heart rate, increased blood pressure, and less than 50 percent therapy relief after the patient noticed the implantable neurostimulator (ins) reached elective replacement indicator (eri). The manufacturing representative stated the ins was ineffective and the type of battery depletion was unknown. Impedance tests were planned prior to the ins replacement on (B)(6) 2015. The patient met with their healthcare professional and there were no issues reported with the ins. The patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Additional information received reported that it was discovered the patient was programmed with a lead configuration using electrodes 0-3 and 8-11 when they should have been programmed using electrodes 0-3 and 4-7 since a pocket adaptor was used. Pre-operation impedances were measured to be high at greater than 40,000 ohms for the right brain. The right brain was programmed using electrodes 8-11. The implantable neurostimulator (ins) was programmed in continuous mode. The healthcare professional (hcp) had requested the right brain be turned off until they could meet with the patient for programming. The patient had ongoing tremor due to the right brain not being turned on. It was further reported the patient was working with their healthcare professional (hcp) to find the right settings for them. A follow up appointment had been scheduled. Additional information received reported that high impedances were measured on the right hemisphere. Impedances were measured to be greater than 40,000 ohms on electrodes 8-11.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.